Event description:
User received discrepant results for glucose and calcium. Two pt samples were known to be affected. Sample 1 initial glucose result 372 mg/dl, repeat on another analyzer gave 120 mg/dl. User was not sure if result was reported and indicates they are not aware patient was treated based on the result. In 2008, sample 2 initial calcium result 6.9 mg/dl, repeat on another analyzer gave 9.0 mg/dl pt was not treated due to this calcium result. The field service representative determined the sample probe was partially clogged and out of adjustment. He replaced and aligned the probe. Performance tests were performed.